Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Alleges he was riding in a driveway when he went into a curb and the right front wheel came loose causing the scooter to tip and him falling off. Alleges he rolled down a hill and at that point he broke his leg.

Manufacturer narrative:
The device was returned and evaluated. The alleged condition (wheel falling off) could not be duplicated. All wheels were present and secure. The tamper seal compound on the front wheel bolts was not compromised.

Event description:
Alleges he was riding in a driveway when he went into a curb and the right front wheel came loose causing the scooter to tip and him falling off. Alleges he rolled down a hill and at that point he broke his leg.